Manufacturer narrative:
Concomitant medical products: product ID: 8596, serial #: (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: catheter. Product ID: 8709, serial #: (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8596, serial/lot #: (B)(4), ubd: 28-nov-2006, UDI#: (B)(4). Product ID: 8709, serial/lot #: (B)(4), ubd: 14-dec-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative (rep) regarding a patient who was receiving 25mg/ml morphine at 11.25mg/day via an implantable infusion pump for chronic low back pain. During the pump replacement for elective replacement indicator the catheter was found not to be patent and there was no cerebrospinal fluid return when aspirated directly or from the catheter access port. The hcp decided to remove the catheter entirely and it was replaced. It was reported that the catheter was occluded. No symptoms were reported. The issue was noted to be resolved at the time of the report. No further complications were anticipated/reported.